Event description:
Plaintiff alleges sustaining numerous injuries, including but not limited to, anaphylaxis, asthma, rhinitis, respiratory problems, tightness in the chest, throat swelling, skin rashes, hives, contact dermatitis, extreme discomfort, depression and emotional distress.